Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right atrial (ra), right ventricular (rv), and shock channels. The noise on the rv channel was oversensed and resulted in inhibition of pacing. Boston scientific technical services (ts) discussed with the health care professional (hcp) that the noise appeared to be from external electromagnetic interference (emi), and that there were no observations of subsequent noise. The hcp would follow up with the patient. No adverse patient effects were reported. The device remains in service.